Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain and complex regional pain syndrome (type I). Medical history and concomitant medications were not reported. On an unspecified date, the patient went through withdrawal. The patient was hospitalized, an intravenous (IV) was put in, they were relieved of the pain, and they were stabilized; a new unknown medication was put in the pump. There was no allegation against the implanted system. No additional information was known to the consumer. Additional information regarding identification of the implanted pump, the pump drug and details, medical history, concomitant medications, onset of withdrawal symptoms, troubleshooting, an cause of the withdrawal was requested. If additional information is received, a follow-up report will be sent.